Event description:
Phrenic nerve palsy occurred 73 seconds into the first cryo ablation in the rspv at -62 degrees. The phrenic nerve palsy persisted until the patient left the room.

Manufacturer narrative:
The device was not returned for investigation. There was no indication of product malfunction for the arctic front catheter. Bin files were received and analysis did not show any system notices or issues for the date of case. Bin files show at least 10 injections were performed with the catheter. This report will be recorded and trended.

Manufacturer narrative:
The device was not returned for investigation. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.